Event description:
It was reported that the device failed the user test and there was smoke. The device logged several event codes in the memory and the u34 ic chip was found burnt. The device is most likely unable to deliver defibrillation therapy with the reported problem. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4): physio-control continues to investigate the reported event and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and found that the device logged several event codes in the memory. However, the device energy output was approximately 15% lower than the requested amount. Physio-control determined the cause for the malfunction to be failure of the u34 ic chip on the therapy pcb assembly. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was repaired and returned to the customer for use.